Manufacturer narrative:
(B)(4). False ¿backflow alarms¿ have been noted at this hospital in the past, for different system-1¿s. It is intermittent in nature, with some cases having no backflow alarms during pre-bypass. The flow system has always operated properly during bypass with flow. The reported complaint was not verifiable. The customer explicitly stated he does not want to be contacted regarding this issue. There was no field service visit, no product return, no logs available, and no script questions able to be answered. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the user observed "backflow alarms" again, during circulatory arrest. After about five minutes with no flow (intended), the flow system started to alarm "backflow". The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Fsr was asked script questions that the caller may have provided answer to during the call. Answers were either not available, or did not indicate an issue with customer use.